Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 7300tfx mitral valve underwent a viv procedure after an implant duration of one (1) year, 10 months due to mitral stenosis. The patient presented with exertional shortness of breath. The surgical valve was fractured with a 24-mm true balloon and the tmvr was successfully performed with a 26mm 9750tfx valve with excellent result.

Event description:
It was reported that a patient with a 25mm 7300tfx mitral valve underwent a viv procedure after an implant duration of one (1) year, 10 months due to mitral stenosis and prosthetic mismatch. The patient presented with exertional shortness of breath. The surgical valve was fractured with a 24-mm true balloon and the tmvr was successfully performed with a 26mm 9750tfx valve with excellent result.

Manufacturer narrative:
H10: additional manufacturer narrative: added additional information to b5, d4, h4 and h6. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Based on the available information, the reported event was most likely caused due to patient related factors. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.